Event description:
The customer reported that the device was activating intermittently during a laparoscopic splenectomy. The procedure was extended by more than 30 minutes. Another device was used to complete the procedure and there was no injury to the patient. It was discovered that the device self-activated due to an issue with activation button upon initial testing.

Manufacturer narrative:
(B)(4). The incident device was returned and, after plugging it into the test generator, it self-activated intermittently after latching the jaws shut. It was disassembled and found to have 2 of the 4 rivets missing that hold the switch post in place. This causes the activation button to sit loosely allowing for self-activation when plugged into the generator. The quality engineer for this product has been notified.